Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece. The s-curve height of the lead was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual of the lead did not find any anomalies.

Event description:
It was reported that a loss of capture was noted on the left ventricular (lv) lead. X-ray was performed revealing that the lv lead had backed up into the right atrial. The patient was brought to the lab for removal and was succuessfully replaced. There were no adverse health consequences, the patient was stable.